Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that they were hospitalized due to low blood glucose level at (B)(6) 2019. The customer¿s blood glucose level was 34 mg/dl at the time of incident. Customer was treated with glucose during hospitalization. Customer did not alleging that the insulin pump was over delivering. Customer reported that the insulin pump was inactive for auto-mode. Customer reported that the insulin pump did not alarm for low blood glucose level. The insulin pump will not be returned for analysis.